Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The expiration date of the device was not checked prior to opening and implanting. No medical/surgical intervention (e.g. Antibiotics) was required as a result of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was used to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that the stent was implanted ((B)(6) 2019) 32 days past it's expiry date ((B)(6) 2019). The patient is alive with no injury.